Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 291 mg/dl. Customer stated that pump gave him a low reservoir and it did not acknowledge the alarm and it never beeped at him. Customer had already disconnected the new infusion set from his body while he was speaking. Customer was advised that we can overnight the tubing clamps to him so we can test the pump. Customer declined and stated he has a faulty pump and asked to speak to a supervisor.